Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 444 mg/dl. Customer had changed the set 5 times. During troubleshooting, found cannula was bent. After troubleshooting, customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.